Manufacturer narrative:
The product will not be returned so no eval is possible. The customer stated that she heard a noise and felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the damaged component when over-pressurized. Reportability status recently changed. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.

Event description:
Customer had a pod that didn't think delivered insulin properly. She said it made a crackling sound when she filled it. She said although it was a bit difficult to fill, she used it anyway because it did eventually fill and prime. She said her bg rose to 517. She removed the pod and activated a new pod. Her bg came down. She disposed of the pod so it is not available for return. No further problems reported.